Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. It was further reported that the right atrial (ra) lead exhibited intermittent atrial over and under sensing, poor sensing and poor threshold. The ra lead remains in use. No further patient complications have been reported as a result of this event.